Event description:
The account alleged that the caster support weld broke which allowed the left foot caster to fold under the frame.

Manufacturer narrative:
A new bed frame was sent to the facility to repair the bed.